Event description:
It was reported that the motor was stalling and the patient ¿went to get a new one¿. The reporter was redirected to the patient¿s healthcare provider (hcp). The pump was being used to deliver an unknown medication. No patient symptoms or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).